Manufacturer narrative:
After investigation, no tears or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. Damage was observed on the exposed soft cannula. It could not be determined when or how this damage occurred. The damage did not cause fluid to leak from the fluid path.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl. The pod was leaking insulin while wearing the pod. No treatment was provided.